Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the cannula was bent and that his blood glucose levels were high (no bg reading given). The customer ended up in the hospital with diabetic ketoacidosis (dka) and was treated with IV insulin.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.